Event description:
A malfunction occurred, identified by malfunction code 24, without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement pump and instructed the caller on how to return the malfunctioning pump to avoid charges. The customer was advised to use multiple daily injections as a backup, program their settings, and connect their continuous glucose monitor to the replacement pump.